Event description:
It was reported that during a procedure to treat a lesion in the femoral artery, two 5.0 mm x 120 mm x 135 cm fox sv percutaneous transluminal angioplasty (pta) balloon catheters were advanced without resistance, inflated, and ruptured on the first inflation at 12 atmospheres. Reportedly, both fox pta balloon catheters were soaked prior to use and prepped outside of the patient's anatomy. Both fox sv pta balloon catheters were withdrawn from the patient anatomy without resistance. Another unspecified balloon was used to successfully treat the target lesion. The patient was fine and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual, functional and scanning electron microscopy (sem) analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The additional fox sv 5.0 mm x 120 mm x 135 cm pta balloon catheter mentioned is being filed under a separate medwatch report. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.